Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 20ga x 1.00in. Insyte autoguard bc unit from lot number 3142661. Additionally, two photos were provided. Through the visual inspection, only the catheter was returned where it displayed a straight horizontal cut near the tip of the catheter tube. A leak test was performed to confirm that the cut caused a leak. The catheter tip quality was also inspected and confirmed as acceptable. The reported issue was confirmed and determined to be manufacturing related. During catheter tipping, the catheter tip is formed. Tubing damage may occur due to mandrel insertion which may result in leakage during insertion of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text: see narrative below.

Event description:
Add info received from customer: the rn that provided the compliant provided the information below: was there any patient involvement? [Xxx, rn, bsn, cmsrn] the IV was getting ready to be placed in pt, because the nurse noticed the defect, product was not used. If yes, what is the patient outcome? Are there any adverse events/serious injuries?[xxx, rn, bsn, cmsrn] product defect noted before used on patient. Was there a delay of, or change in, the course of treatment due to the event? [Xxx rn, bsn, cmsrn] no. What type of procedure is being performed? [Xxx, rn, bsn, cmsrn] IV placement what was the medication/fluid in use at the time of the event? [Xxx, rn, bsn, cmsrn] na.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard was damaged. The following information was received by the initial reporter with the verbatim: one of our nurse managers came down to let me know they have seen the tip break/bend on a couple of the 20gax1 catheters. Please see the attached pictures. They saved a new one for me to show me.